Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was at the time of incident it was 400 mg/dl and 300 mg/dl, current blood glucose is 454 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with bolus with the insulin pump. It was also reported that the battery cap was broken off. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime alarm test, force sensor test and excessive no delivery test. Insulin pump was received with stripped battery cap coin slot.